Event description:
It was reported that high pacing impedance was observed on the right atrial (ra) lead. A fracture was also noted. The ra lead was capped and replaced on (B)(6) 2022. There were no adverse health consequences, the patient was stable.